Event description:
Boston scientific received information that this patient called patient services (ps) complaining of a low heart rate in the 40 bpm range, when they are programmed to 60 bpm as a lower rate limit. The patient feels missed heart beats and is weak. Ps suggested that the patient call his health care provider for guidance.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported rhythm acceleration and pacing inhibition.

Event description:
Additional information was received which indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted as the patient passed away. No adverse patient effects were reported.